Event description:
This report is based on information provided by a bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device arrived for preventive maintenance with a broken charging port. There was no patient involvement, and no impact was alleged.

Manufacturer narrative:
Event date update after new information was provided.